Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with cracked and bleeding lcd glass, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was cracked after he fell on it while skateboarding. Blood glucose level at the time of the incident was around 200 mg/dl. The customer stated that he could no longer see the insulin indicator on the screen. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.